Event description:
Additional information received indicates that the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing. Programming changes were performed to resolve the issue. The patient condition was stable.